Event description:
Provider states consumer has a invacare rollator and there is strap that attached to the bar so when the bar is pulled the rollator folds, consumer advised that the one end of the bar is broke off.